Event description:
This is a spontaneous case report received from a physician in the united states on (B)(6) 2014 which refers to his partner, a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced pain. The inserts were removed laparoscopically and he believes she has filed a legal case. He also reported that he had heard via the media that there have been patients complaining of a lot of pain with the essure. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and experienced pain. Physician stated that he believed patient has filed a legal case. This event was considered serious due to medical importance and was considered listed in the reference safety information for essure. Pain may occur during and following the micro-insert placement procedure. In this case, the time from essure insertion to the onset of the event was unknown. An alternative explanation is not available. Based on the information provided, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (the inserts were removed laparoscopically. Since neither lot number nor product complaint sample was provided it is not possible to confirm any quality defect or device malfunction at this time. Also, according to product technical analysis, the reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.